Event description:
Boston scientific crm received information that this left ventricular (lv) exhibited elevated thresholds and decreased impedances. A chest x-ray revealed the lead was dislodged. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted dried blood/body fluid in the lead lumen, and deformed conductor coils 719 mm from the terminal pin which was most likely caused by a grabbing tool. The lead passed conductor resistance and insulation pressure testing, confirming both the conductor and insulation were uncompromised. Analysis concluded the lead performed as expected electrically.